Event description:
It was reported that a shock occurred with the tandem-provided charging supplies. Reportedly, the pump was charging during the event. There was no reported adverse impact. The customer continued to use the pump for insulin therapy.